Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that pacing failure was seen when it comes to this right ventricular (rv) lead one day post implant. A check was performed and it was noted that this lead had dislodged. A revision took place but it was not possible to reposition the lead. The lead was abandoned in the patient and a new lead was used. No additional adverse patient effects were reported.